Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). (B)(4). Section a: patient information not provided. Section b3: incident date was not provided. Section d6, d7: implant and explant date were not provided. Section d4: lot number not provided. Section d4: UDI not provided. Section d8: re-processing information not provided. Section h4: since the lot number was not provided, this information cannot be determined.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, dyspareunia, injury, additional surgeries, erosion and urinary incontinence. Product was used for therapeutic treatment.